Event description:
Incident as reported: gyn lap node dissection - "surgeon decided to enter the abdomen using fios trocar. He choose the upper left quadrant since the pt uterus was distended due to being pregnant. Resident went in with low flow on visualizing the layers while going in. Resident did not pull up on abdominal wall when going in direct. Fogging of the scope took place and they used elvis to defog and continued. Surgeon described seen the red facial layer going down then seeing yellow. He was concerned when he started seeing red facial layer again. This is when they stop forward progress and took out the operator. They noticed a small hole in the bowel which didn't seem to go into the inner lumen. A general surgeon was called to repair with a few stitches and they finished the procedure. Pt is ok surgeon state he would follow up and keep an eye on her."

Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to the MFR for review. An engineering assessment of the incident is currently being conducted and a follow-up report will be sent within 30 days or upon completion of the eval.